Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid 25 mg/ml at 2 mg/day via an implantable pump for unknown indications for use. It was reported that the patient had not been experiencing any pain relief. It was noted that there were no environmental/external/patient factors that contributed or led to the issue and that the patient had not fallen. It was further reported that the pump nurse was conducting a refill and expected 5 ml of drug back from the reservoir. She got 5 cc of clear liquid back which she assumed was the drug. She then noticed a milky substance coming into the syringe. It was reported that she got 14 ml of this substance for a total of 19 ml of liquid from the reservoir. She then flushed the pump with normal saline and cleared the reservoir. The doctor instructed her to fill the pump with normal saline and send the liquid off for analysis. It was further reported that no actions were taken to resolve the issue in addition to what was described above. The issue was not resolved at the time of the report and the patient's status was "alive-no injury." Patient weight and medical history was asked but was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient stated the pump had not offered pain relief since their last replacement. The hcp was unsure as to why. The cause of the volume discrepancy had not been determined at this time. The results of the analysis of the milky substance was incomplete. The hcp was unable to find a lab that would run the test ordered because the substance came directly from the pump. The patient is scheduled for a pump and catheter revision on (B)(6) 2023.